Event description:
The customer called to report that the pump showed partial characters on the screen. The customer stated that the batteries were only lasting approximately 3 weeks. The customer stated that such issues had started occurring recently. The customer was hospitalized for high blood glucose. The customer stated she is not sure if her high blood glucose were related to pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.